Manufacturer narrative:
(B)(4). The lot was manufactured december 22, 2015- december 23, 2015. The device was received for evaluation. Visual inspection noted fluid inside the bag containing the device due to an untightened blue winged luer cap. After tightening the luer cap, a functional leak test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into the inner bag containing the device. This occurred before use of the device. There was no patient involvement. No additional information is available.